Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's right ventricular (rv) lead exhibited oversensing due to an unknown cause. No programming changes or intervention took place to address the issue. There were no patient consequences.